Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, a cuff miss occurred. It was not specified as to how hemostasis was achieved. There was no reported adverse pt sequela. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that the patient awoke with a blood glucose reading of 529mg/dl. A family member denied that the patient complained of nausea, vomiting, or shortness of breath; trace ketones were observed in the urine. The family member gave a manual injection of insulin to correct the elevation. She recalled that the patient's blood glucose was 213mg/dl before bed the night previously. She did not detect any pump alarms.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed all components were in pre-deployed position except the posterior needle was ejected from the shank. The returned condition is consistent with depressing the plunger to deploy the needles prior to opening the lever to deploy the foot, resulting in the posterior needle being ejected from the needle shank while the anterior remained in the needle slot with the pre-tied suture knot; therefore, the reported cuff miss could not be confirmed. The root cause for the prematurely ejected posterior needle tip is incorrect technique because the needle plunger was depressed prior to deploying the foot. No manufacturing or quality issues were detected. Review of the device history record did not reveal any non-conformity which could be related to this event.